Event description:
It was reported that a 145 consecutive patients underwent accf with 5 year follow up. 93 males and 52 females. Mean age at time of operation was (B)(6) old. Mean follow up period was (B)(6). Cervical corpectomy at 1 level in 33 patients and at 2 levels in 12 patients. Iliac-crest bone autograft used for vertebral reconstruction in 28 patients and tmc filled with local vertebral bone autograft used in 117 patients. Spinal fusion was noted in 96.2% of patients with 1 level procedure and 100% in patients with 2 level procedure. Two patients experienced graft/cage migration, 1 patient experienced screw loosening, 10 patients stated chronic pain and numbness in the upper extremities, 5 patients stated unsteady gait/lower extremity weakness, 1 patient experienced muscle atrophy, 16 patients experienced adjacent segment disease with 7 requiring revision surgery, and 5 patients experienced non-fusion. During the follow up period it was noted that 12 patients experienced a lordotic increase, 7 patients experienced a loss of lordosis, 7 patients died of unrelated causes and 1 patient died of stomach cancer. Accf with anterior plate fixation is a reliable and effective method for treating csm in terms of joa score and the recovery rate. The correction of cervical alignment and the repeated surgery rate for asd are also considered to be satisfactory. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.